Event description:
Customer reporting on behalf of a relative. An individual received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4) and lot 21799e. Same day (B)(6) 2022 the individual tested at a covid clinic and the sars-cov-2 rapid rt-pcr test was negative. Individual was boosted, had no symptoms, and very limited possibility of exposure. Additionally, customer stated that everyone else in the family was negative with cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 cartridge sn (B)(4) and (B)(4); negative results were not questioned.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.